Event description:
N/a.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue. It was identified that the gripper line (tactile marker) was broken. The reported positioning failure associated with leaflet capture and image resolution poor could not be replicated in a testing environment due to procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and returned device analysis, while the reported single gripper actuation issue and subsequent positioning failure associated with capturing the leaflets was a result of the observed gripper line break, a cause for how the gripper line broke cannot be determined. The image resolution poor is related to procedural conditions and due to poor imaging quality. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with enlarged atria and a horizontal coaptation gap. It was noted that the first clip was advanced into the patient and several grasp attempts were made but were unsuccessful as the posterior leaflet would fall out each time while closing the clip. It appeared that the posterior gripper was not actuating. Subsequently, the clip was removed from the patient and tested. It was confirmed that the posterior gripper was not functioning. The clip was exchanged, and the procedure was completed with two clips implanted without further reported complication and an mr reduction to grade 2. It was noted that visualization was difficult due to imaging. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.